Event description:
Customer received a >300 mg/dl reading with the freestle meter and took insulin based on this result. Customer's roommate called the paramedics after administering dextrose to them orally. They were not transported to the hosp by the paramedics as their condition was improving.